Event description:
A complaint was received via e-mail regarding a customer who had received an ER-4 message on the display of her adc blood glucose meter. Customer was attempting to ascertain the meaning of the ER-4 message and requested a return phone call. Customer was contacted at which point she noted that due to receiving the ER-4 message she sustained an unspecified "injury" and unspecified "symptoms". Customer refused to provide any additional information, noting the agent was wasting her time and causing her to become "physically ill". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: the actual date of the medical event is unknown. The date listed in section b-3 is the date when abbott diabetes care became aware of the event.

Manufacturer narrative:
No additional information was obtained regarding the customer's unspecified injury. The product was returned and investigated. Although the complaint was confirmed, the user manual provides recommended instructions for the user to trouble shoot instances in which the meter displays an error message. In addition, the manual states to contact customer service should additional assistance be needed. This is a final report.